Manufacturer narrative:
Concomitant medical products: dvbb1d4 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) with non-sustained tachycardia (nst) and supra ventricular tachycardia (svt) episodes. The rv lead was reprogrammed and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.